Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient ate food that could have caused them fecal incontinence. Patient mentioned they might have an infection at the lead site. Patient also stated they could not provide a perception of therapy because they didn't feel the trial was long enough for them to determine their improvement. No further complications were reported.